Event description:
It was reported that the patient had a driveline fault alarm on (B)(6) 2024 . A review of the log files confirmed driveline power faults (power a) and driveline communication faults (com b) on (B)(6) 2024 from 11:42 am until 12:16 pm. The pump power was elevated during the alarms but returned to baseline after the alarms. There was no interruption in pump support during the events. It was recommended that the system controller and modular cable be exchanged. It was also noted that the log file contained two transient pump off/ low flow events that occurred on (B)(6) 2024 at around 1:30 am. The system controller and modular cable were exchanged without issue. The patient later reported that it was possible the system had exposure to moisture because a cooling blanket leaked water all over the patient's bed on the night of (B)(6) 2024 , and the patient got very wet but was clinically stable. The patient was in hospital pending awaiting discharge.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacture's investigation is complete.

Manufacturer narrative:
Section d4: primary UDI number: corrected. Manufacturer's investigation conclusion: the reported event of driveline power faults was able to be confirmed. The heartmate 3 system controller (serial number: (B)(6)) was returned for analysis, and log files were downloaded for review. A review of the log files showed events spanning approximately 9 days (10may2024 ¿ 18mar2024, 01jan2000 per timestamp). Events captured on 01jan2000 took place when the clock was not set. Two abnormal resets were recorded on (B)(6) 2024 from 01:19:36 ¿ 01:30:01. The controller reset; however, the pump was not affected. Driveline power fault alarms were active due to power_a_broken faults on (B)(6) 2024 from 11:42:07 ¿ 14:29:05. Driveline power faults activate when one of the redundant power lines within the driveline is damaged but may also be active if the corresponding circuit within the controller is damaged. The driveline was disconnected on (B)(6) 2024 at 14:29:05 and was not reconnected for the remainder of the log file. There were no other notable alarms active in the logfile. Pump operation was not affected, and the pump appeared to function as intended. The system controller underwent preliminary and functional testing and did not pass. The system controller was connected to a mock loop and driveline power faults activated once the driveline was connected to the system controller; however, the pump was able to successfully operate. The system controller was opened, and fluid ingress and corrosion were observed on the driveline power circuitry. The root cause of the reported event was conclusively determined to be caused by fluid ingress from water leaking onto the controller. The device history records were reviewed for the system controller (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including driveline power fault alarms. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use including how to ensure that the controllers and equipment do not get wet. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.